Event description:
Additionally, a healthcare professional reported that a patient experienced the events of ¿several deep folds¿ and ¿laminar periprosthetic fluid¿.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, b6, h6.

Event description:
A healthcare professional reported that a patient experienced the events of ¿several deep folds¿ and ¿laminar periprosthetic fluid¿ with an unspecified mammary implant. MRI results noted an ¿intracapsular rupture on the right side¿. Physician reported "axillary nodes with diffuse cortical thickening." The event of ¿adrenal nodule without hypermetabolism, possible adenoma¿ is not device related. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
A healthcare professional reported that a patient experienced the events of ¿several deep folds¿ and ¿laminar periprosthetic fluid¿. Physician reported "axillary nodes with diffuse cortical thickening. Later patient reported rupture. The device remains implanted.

Event description:
A healthcare professional reported that a patient experienced the events of ¿several deep folds¿ and ¿laminar periprosthetic fluid¿. Physician reported "axillary nodes with diffuse cortical thickening. Later patient reported rupture. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Manufacturer narrative:
Reason for reoperation is rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported right side rupture. The device remains implanted.